Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved a tego connector where it was reported that shearing of silicone sheath was noted. There was patient involvement, and no patient harm reported.